Manufacturer narrative:
Per the distributor, the fiber will be returned to lumenis for eval. At the time of this report, device eval results were not available, and no conclusion can be drawn regarding root cause. Lumenis regulatory will file a follow-up medwatch report upon obtaining device eval results.

Event description:
Per the device distributor, the duotome 550 device failed behind the turning mechanism and the physician received a burn to the right hand. Per the distributor, the burn to the physician is thought to be third degree and a little smaller than a dime in surface area. The physician applied ice, ointment and a bandage; no other medical intervention was required. On 1/20/2007, the physician reported that the area was tender, but that he was able to work. Per the distributor, the fiber will be returned to lumenis for eval.